Event description:
It was reported that the patient presented for a routine lead replacement. Prior to the procedure, it was noted that the right ventricular lead failed to capture and exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was discharged.